Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07258. It was reported that balloon pinhole occurred. The target lesion was located in a coronary artery. A 2.50mmx20mm and a 2.00mm x 20mm emerge balloon catheters were selected for a kissing balloon technique. Both balloons were advanced into the patient at the same time however when negative pressure was applied on the 2.50mmx20mm emerge balloon catheter, blood was noted. The device was completely removed from the patient. The balloon was inflated outside the body and a balloon pinhole was noted. Then an attempt was made to inflate the 2.00mm x 20mm emerge balloon at high pressure however it ruptured on the first inflation. The device was completely removed from the patient's body and the procedure was completed using two non bsc balloon catheters. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the distal markerband was revealed. There was a scratch to the left of the pinhole over the markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-07258. It was reported that balloon pinhole occurred. The target lesion was located in a coronary artery. A 2.50mmx20mm and a 2.00mm x 20mm emerge balloon catheters were selected for a kissing balloon technique. Both balloons were advanced into the patient at the same time however when negative pressure was applied on the 2.50mmx20mm emerge balloon catheter, blood was noted. The device was completely removed from the patient. The balloon was inflated outside the body and a balloon pinhole was noted. Then an attempt was made to inflate the 2.00mm x 20mm emerge balloon at high pressure however it ruptured on the first inflation. The device was completely removed from the patient's body and the procedure was completed using two non bsc balloon catheters. No patient complications were reported and the patient's status was fine.